Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The complaint states the patient reported inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The complaint device was not returned. However, the receiver (B)(4) was provided for investigation. The device passed visual inspection and functional testing. The data log was downloaded for review and errors were observed related to the complaint. The complaint of inaccurate readings was confirmed. The root cause could not be determined. Data was also provided by the patient for investigation (please see related psr investigation). Patient data was reviewed and errors were observed related to complaint. The complaint of inaccurate readings was confirmed. The root cause could not be determined.